Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button has become more depressed into the pump, but is not completely stuck and remains functional. There was no reported impact to customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.